Event description:
It was reported that during a whipple procedure the device was fired and at the moment of release the anvil would not open. Tissue had to be removed used a blade. The patient required hospitalization.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? How much tissue was removed in order to remove the device?did the jaws of the device eventually open?during which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? If any unexpected noises were heard, when were they heard? Prior to the device not opening, was the force to fire higher with any of the firings?after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?is it normal procedure for this surgeon not to admit the patient to the hospital following this type of surgery?

Manufacturer narrative:
(B)(4). The analysis results found that one sc60 device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The knife reverse feature worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.